Manufacturer narrative:
(B)(4). No conclusion code available. Failure event observed during analysis. A partial lead measuring 47.8cm was returned in two segments for analysis. Internal insulation abrasion under the svc shock coil was noted breaching various conductor lumen at 22.5-22.6cm, 22.6-22.7cm, and 23.0-23.1cm from the distal tip. The etfe coating was intact at these locations.

Event description:
This report is to advise of an event observed during analysis.